Manufacturer narrative:
The adult g5 electrode pads were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrode pads were put through extensive testing without duplicating the report. The electrode pads were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "pads error" using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated.